Manufacturer narrative:
Additional information provided the hospital medical records indicated both the sapien 3 valve and the 19mm surgical aortic valve were explanted and replaced with a 21mm surgical valve. During the implant of the sapien 3 valve, the patient had an avmg of 15-17mmhg; however, in the post procedure periods and follow up, the patient had higher gradients with symptoms of congestive heart failure. Tte taken pod26 showed a well seated sapien 3 valve with normal function, a mean gradient of 32mmhg and aortic valve are of .65cm². Tte taken approximately 4 months post tavr procedure showed a well seated sapien 3 valve with normal function, a mean gradient of 36mmhg and an aortic valve area of .64cm². The patient had decided to proceed with a third time redo aortic valve replacement. During the valve explant procedure, the tavr valve looked nearly completely expanded with normal functioning leaflets. There was tissue pannus just below the level of the explanted valve that appeared to be a contributor to the pre-operative elevated gradient. After the valves were explanted, the patient was noted to have left the operating room in stable condition. Since the event is not associated with an edwards device malfunction or failure and the adverse event (nonstructural dysfunction) is listed in labeling, the event will be captured and reported though tvt registry. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, approximately six months post valve in valve (20mm sapien 3 valve in a 19mm surgical aortic valve) tavr procedure, the sapien 3 valve was explanted due to a high gradient.  Per the hospital operation report, the sapien 3 had been successfully deployed within the existing surgical valve.  Tte had showed good thv function.